Event description:
Misidentification problem. Person with same name but different birth date as the true pt was clicked at point of entry as the pt. All ID papers and emr powerchart entries identified this person as the -incorrect- pt. When the pt arrived to the assigned room, the error was identified, because of difficulty accessing recently obtained data on the actual pt. Nothing was there. The frequency of misidentification problems associated with emr and cpoe are unk but are not uncommon. Design, functionality, and usability of the cpoe and emr equipment are suspect as etiology of the misidentification problem-s.